Manufacturer narrative:
A promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02dec2020. It was reported that crossing difficulties were encountered. The 90% stenosed, 24mm in length x 2.25mm diameter target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.25 x 24 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.